Event description:
It was reported that the lead was difficult to advance through the subclavian to svc catching on the implanted rv lead. Due to lack of slack the lead dislodged after the lead helix was deployed. Lead was explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal. No anomaly was found.